Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin results on a baby with sid (B)(6) when processed on the alinity c processing module, cuvette #57. The following results were provided. Initial result: 8.0 mg/dl and repeat results were 15.6 mg/dl & 16.53 mg/dl. The customer stated the baby previously ran around 14-16 mg/dl. There was no impact to patient management.

Manufacturer narrative:
Correction made to section h6 adverse event problem: medical device problem code.

Event description:
The customer observed falsely depressed total bilirubin results on a baby with sid (B)(6) when processed on the alinity c processing module, cuvette #57. The following results were provided. Initial result: 8.0 mg/dl and repeat results were 15.6 mg/dl & 16.53 mg/dl. The customer stated the baby previously ran around 14-16 mg/dl. There was no impact to patient management.

Manufacturer narrative:
Service inspected the instrument and found the alnty c-series cuvette was contaminated/dirty. The cuvette was replaced, which resolved the issue. The module function was verified with a control/precision run. A review of the service history verifies no subsequent issues have been reported related to discrepant results after part replacement. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the alnty c-series cuvette did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Event description:
The customer observed falsely depressed total bilirubin results on a baby with sid (B)(6) when processed on the alinity c processing module, cuvette #57. The following results were provided. Initial result: 8.0 mg/dl and repeat results were 15.6 mg/dl & 16.53 mg/dl. The customer stated the baby previously ran around 14-16 mg/dl. There was no impact to patient management.